Manufacturer narrative:
Analysis was performed by a bench repair technician (brt), who determined that the equipment was in good aesthetic condition and measures all parameters correctly except for invasive pressure, which it measured below expectations. The brt determined that the pressure board required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the pressure board. The device was returned to the customer site after replacing the pressure board.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6).

Event description:
It was reported that the invasive pressure measurement is inaccurate; however, with a separate connected module, it measures correctly. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.